Manufacturer narrative:
(B)(4). A motor error alarm occurred during the basic occlusion test and analysis was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the operating currents measurement test, the self test, the unexpected restart error test, and the displacement test. Analysis was unable to perform the occlusion test and the no delivery test due to the motor error alarm. The insulin pump's motor passed the motor test. The insulin pump had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot, and minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.